Event description:
Per the clinic, the skin edges were treated with silver nitrate (date not reported), due to granulation tissue around the abutment site. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.